Event description:
It was reported that the patient fell and had a traumatic brain bleed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient fell and had a traumatic brain bleed. The patient had a computed tomography (CT) performed and there were several areas of subarachnoid and subdural acute hemorrhages. They experienced headaches and amnesia. Neurosurgery, neurology, psychiatry, physical therapy/ occupational therapy (pt/ot), and speech were consulted. The patients international normalized ratio (inr) was initially reversed and the patient underwent medical management. Warfarin was resumed with lowered inr to their target of 1.5-2. It was reported that the fall was not device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported subarachnoid and subdural acute hemorrhage due to a fall could not be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. Additionally, section ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information provided. The manufacturer is closing the file on this event.